Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "tightness" and "chest pain". This record is for the right side. The device remain implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6. Additional reason for reoperation: capsular contracture grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. The reported event or events are physiological complications (capsular contracture grade iii), and device analysis typically does not help allergan determine the cause. Clarification to reported partial onset(b3) date: november 2025. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, capsular contracture, chest pain and visibility/palpability was requested on may 14, 2026. Device patch with lot number 3119588 and catalog number n-trf415. Visual analysis of the photographs identified: - rupture: not observed through visual inspection. - capsular contracture: unable to observe since it is not related to the device. - chest pain: unable to observe since it is not related to the device. - visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Later, a healthcare professional confirmed "rupture" and reported "chest discomfort" as well as a capsular contracture baker grade iii. The device was explanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch follow-up #1 (emdr-137312). Aware date should have been listed as 05/13/2026.

Event description:
Patient reported "rupture", "tightness" and "chest pain". Later, a healthcare professional confirmed "rupture" and reported "chest discomfort" as well as a capsular contracture baker grade iii. This record is for the right side. The device was explanted.